Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed and signal loss was found within the investigation window. The allegation was confirmed. The root cause could not be determined.